Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal to mid left anterior descending. The vessel was an in-stent restenosis of a duraflex stent and concentric lesion. Lesion classification was type c. The lesion length was 50mm and vessel diameter was 3.7mm. Pre-dilatation was conducted with a 2.0x20mm balloon at 18atm for 30 seconds. The first 2.5x28mm cypher stent was deployed at 14 atm for 30 seconds. A 2nd 3.0x28mm cypher stent was deployed at 14atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was not conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii. Activated clotting time (act) was not measured. This is one of two products being reported for the same event. Please ref MFR reports #:9616099-2008-00196 and 9616099-2008-00197. Please note: device is distributed outside the us. However, it is similar to the us product. There are 2 possible lot numbers for this device, however, the affiliate has indicated they cannot clarify any further. Any additional info will be submitted within 30 days upon receipt.

Event description:
A report was received from the affiliate indicating that 4 days post cypher stent implant, the pt complained of chest pain and went to the hosp. A coronary angiogram (cag) was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted. Approx 2 weeks later, the pt recovered and was discharged from the hosp. Physician's comment: the possible cause of the thrombotic event was because the stent was under-dilated.